Event description:
It was reported that the customer had a failed self test alarm on the insulin pump. Customer stated that alarm was recurring. Customer's blood glucose level was 100 mg/dl. Customer stated that she also received a no delivery alarm prior to the failed self test alarm. Customer was advised to program a normal bolus into the air. Bolus amount was recorded in the bolus history. Customer was assisted in performing a self test. Test failed. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer declined loaner pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.